Event description:
Procedure: thoracic/ pneumothorax. Patient sex: unk. According to the reporter: the stapler was used on the lung parenchyma. At the 2nd firing of the stapler, the handle was stiff. The surgeon then squeezed the handle with force then the clamp bar was broken and clamp cover disengaged. To fix the problem, manual suturing was added and by x-ray after the surgery, the clamp cover bottom was found in the patient's cavity and the piece was removed via the incision for the port. Bleeding described as "oozing" occurred. The patient condition is now ok.